Manufacturer narrative:
A returned questionnaire stated that a specific leakage site was observed at the right cylinder, and nothing was noted with the device's positioning, the device's length, or in the pt's medical history that may have contributed to the occurrence. The entire device was received and evaluated by the MFR. During functional testing a leak was noted in the bladder of cylinder #2. General observation and examination of the device was performed. The bladder material around the leakage site was stretched out away from the cylinder. Because these components were released according to manufacturing and quality control procedures, and because this device is capable of generating pressure sufficient to aneyruze an unrestricted bladder, qa concluded that the observed aneurysm occurred subsequent to the device packaging being opened. However, because no info was provided as to what factors may have contributed to this occurrence, qa is precluded from determining the cause of the reported event.

Event description:
Device was removed due to an "aneurysm at the base of the cylinder". The entire device was removed and replaced with a 3-piece inflatable penile prosthesis. 2/24/97 - upon receipt of add'l info from the physician/surgeon, he stated,... "The device was removed due to a malfunction. A leakage site was observed in the right cylinder. No tubing was observed to be kinked or twisted when the pocket was opened. Nothing was noticed in the positioning of the device which may have caused stress to the device".